Event description:
Based on the information received on 17-nov-2017, the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This unsolicited case from united states was received on 17-nov-2017 from a non-healthcare professional. This case concerns 5 patients of unknown demographics who received treatment with synvisc one and later after unknown latency had extreme pain. Also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patients initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021, expiry date: 31-may-2020). On an unknown date, after unknown latency, the patients complained of extreme pain. It was reported that the level of pain they were complaining about was different. Corrective treatment: not reported for both events outcome: unknown for both events a pharmaceutical technical complaint (ptc) was initiated with (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 17-nov-2017 and 12-jan-2018 (both information processed together with clock start date of 17-nov-2017). This case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. Global ptc number and ptc results were added. Text was amended accordingly pharmacovigilance comment: sanofi company comment for follow up dated 12-jan-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee pain. However, a temporal relationship could not be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.